Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that their insulin pump was damaged. The customer's father was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer's father stated that the insulin pump was dropped and that the back panel were the drive support cap and medtronic label are located has come off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had detached end cap, cracked battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, minor scratched display window and missing end cap sticker.